Event description:
It was reported that a flogard infusion pump had a broken door. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection and functional testing were performed. The visual inspection confirmed that the door was broken. The pump head door was replaced to fix the reported problem. The pump passed all testing and was returned to the customer in good working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.